Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking the injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: the consumer reported no insulin flow when taking the injection. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation: customer returned 2 unused 4mm, 32 gauge nano pro pen needles from lot 1075771. Visual inspection did not find any issues with the pen needles. The pen needles were then attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles. Both pen needles were undamaged and found to be operating as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.